Manufacturer narrative:
No product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
Related MFR report: 3006705815-2021-00060. It was reported x-ray imaging found the patient's scs system leads had migrated. Consequently, surgical intervention was taken, the patient's scs leads were successfully replaced and the issue addressed.